Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: when was post-op bleed identified? How long post-op was the reoperation? Was the bleeding intraluminal or intra-abdominal? What was the cartridge selection throughout the procedure? Was the patient on any anticoagulant prior to surgery? Is it routine for surgeon to use preoperatively? Was the patient on an aspirin regiment prior to surgery? What is the current patient status?

Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, there was post-operative bleeding at the staple line. During the initial procedure buttressing was not used. There were no apparent issues with the device during the procedure and the device was discarded.